Event description:
The customer reported to philips healthcare that the heartstart xl intermittently could not boot up. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.